Event description:
It was reported that during the procedure, metal abrasion occurred with the blade, resulting in metal shavings. The procedure was finished with another blade from the same package without abrasion.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.